Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 32mm synergy ii drug-eluting stent was used; however, the distal part of the strut was damaged. The procedure was completed with another of the same device and no patient complications were reported.